Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm on an unknown date. A follow up CT showed a type ib endoleak. The cause of the type ib endoleak was due to device migration. A secondary procedure was carried out. The endurant ii stent graft limb etlw1613c124ee was planned to be implanted via the right side and landed at the external iliac artery to treat the type ib endoleak, however, the delivery system failed to insert and reach the external iliac artery. After several attempts, a kink was found in the outer sheath of the delivery system. The procedure was completed using another device and a 14fr sentrant sheath. It was confirmed that the device was inspected prior to preparation and no kinking was found. The kinking was confirmed to be caused by the attempts to insert the device. As per the physician, the cause of the event was due to the patient¿s anatomy. It was reported that there was scar tissue at the access site from the patient¿s index procedure. No additional clinical sequelae were reported and the patient is fine